Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller. The arctic sun 5000 was evaluated upon receipt. During decontamination, unit did not have a screen protector and filled normally. The unit is not cooling, all 3 pumps are working. No testing performed. Device was scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the arctic sun device was not cooling.

Event description:
It was reported that the during sample evaluation, the arctic sun device was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.